Event description:
It was reported that needle 18x1-1/2 rb ns had epoxy on the needle shaft. This occurred on 4321 occasions. The following information was provided by the initial reporter: it was reported that there is excessive epoxy found on the needle shaft.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0363610. Medical device expiration date: na. Device manufacture date: 2020-12-28. Medical device lot #: 1026790. Medical device expiration date: na. Device manufacture date: 2021-01-26. Medical device lot #: 1085344. Medical device expiration date: na. Device manufacture date: 2021-03-26. The customer's address is unknown. (B)(6), USA has been used as a default. It was reported that there is excessive epoxy found on the needle shaft. To aid in the investigation, two hundred forty-eight samples and one photo were provided for evaluation by our quality team. The samples came bulk packaged and all have the plastic shield. A visual inspection was performed. One hundred seventy-nine of the samples have no defects or imperfections. Sixty-nine of the samples have an epoxy drip over on the plastic needle hub. The photo provided shows five of the samples received. This defect could occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. After, a plastic shield is assembled. In this case, a jam may have occurred at the cannulator inducing the white epoxy drip over on the needle plastic hub. A device history record review was completed for provided material number (B)(4), lot numbers 0363610, 1026790 and 1085344. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defect. Verification of the cannulator was performed. The alignment and settings were correct. The flow of product was good. To date, there have been no other similar events reported for these lots. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. CAPA not required at this time.